Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen needle 31gx5mm 14 pack was damaged. The following information was provided by the initial reporter: on (B)(6) 2020, when the nurse installed a disposable syringe needle for the patient, she found that the cover of the disposable syringe cap was not tightly closed, and a small part of it was cracked. Stop using it immediately, go to the pharmacy and get a new needle, and install a new needle for the patient.

Event description:
It was reported that pen needle 31gx5mm 14 pack was damaged. The following information was provided by the initial reporter: on (B)(6) 2020, when the nurse installed a disposable syringe needle for the patient, she found that the cover of the disposable syringe cap was not tightly closed and a small part of it was cracked. Stop using it immediately, go to the pharmacy and get a new needle, and install a new needle for the patient.

Manufacturer narrative:
H.6. Investigation: reviewed lot# 9309116 DHR and manufacturing records without abnormality was found. 7pcs retained sample were check on sear integrity by water immersion test and all results meet the specification. No actual sample was returned for further investigation.